Manufacturer narrative:
Following confirmation of explant, this event will be further updated.

Event description:
It was reported that during the most recent device evaluation, battery status was at 16 percent. However, the previous six month follow-up, exhibited 81 percent. The device has a total of three delivered shocks, thus the physician expressed concerned with the accelerated rate of depletion. To date, no intervention has been taken and no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that during the most recent device evaluation, battery status was at 16 percent. However, the previous six month follow-up, exhibited 81 percent. The device has a total of three delivered shocks, thus the physician expressed concerned with the accelerated rate of depletion. To date, no intervention has been taken and no adverse patient effects reported. Subsequently, the device was explanted and returned for analysis. No resulting adverse patient effects were reported and another boston scientific device was implanted without complication.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that during the most recent device evaluation, battery status was at 16 percent. However, the previous six month follow-up, exhibited 81 percent. The device has a total of three delivered shocks, thus the physician expressed concerned with the accelerated rate of depletion. To date, no intervention has been taken and no adverse patient effects reported. Subsequently, the device was explanted and is intended to be returned for analysis. No resulting adverse patient effects were reported and another boston scientific device was implanted without complication.